Manufacturer narrative:
Continuation of d10: product ID 97791 lot# serial# unknown implanted: explanted: product type accessory product ID 97791 lot# serial# unknown implanted: explanted: product type accessory product ID 977a275 lot# serial# (B)(6) implanted: explanted: product type lead product ID 977a275 lot# serial# (B)(6) implanted: explanted: product type lead product ID m995402a001 lot# serial# (B)(6) implanted: explanted: product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the patient's spouse called again and sent email to patient relations. The caller reported the same exact events and was very escalated in the call demanding someone call them back. The caller stated that the patient was still suffering due to device and they were not happy. The manufacturer's patient services specialist (pss) reviewed and sent an email to patient relations. The patient representative (caller) called again and repeated previously documented information. The caller added that their insurance company had filed a grievance with the manufacturer. The caller also added that they couldn't get any support and "our people" blamed it on covid. The caller reported that "one guy" called right after the patient had the ins removed and "was a smart butt" and said they wanted the device back to check it and caller stated they would be glad to send it, but not give it to them because they had paid for it. The caller stated there was a problem with the ins and an internal circuit somewhere that's bad. The caller was returning a voicemail from patient relations. Pss communicated with patient relations and informed the caller that their call would be returned later this afternoon.

Event description:
It was reported the system was explanted due to shocking/ overstimulation. The patient currently is in possession of the explanted devices.

Manufacturer narrative:
Concomitant medical products: product ID 977a275 lot#/serial# (B)(6) product type lead product ID m995402a001 lot# /serial# (B)(6) product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an external device. It was reported that the patient contacted them a week ago regarding their controller shutting down, and an error message they were seeing on their controller stating the li battery pack needs to be replaced. Rep states when the controller is then plugged into the wall charger, the li battery level states 90% charge or full charge. When the recharger is plugged into the controller, it states it cannot be recharged as the li battery is dead. The rep was able to troubleshoot with the patient over the phone to get the external components working, however the patient reached back out to them after a few days, so they met with the patient yesterday. Rep states that yesterday, the controller stated the li battery was dead when the recharger (rtm) was plugged in, but when he plugged the controller into the wall and then tried the rtm again, the controller stated it was full. The rep was not with the patient. A replacement battery pack was sent out. No symptoms were reported. Patient representative (pt rep) called stating that the pt had the implant (ins) removed today. Caller said that the ins had electrocuted the pt internally like 2.5 months ago and the pt only had the ins in for like 2.5 years. Caller said that they had battery pack issues and that it shouldn't have gone bad for 10 years. Caller said that they got nothing but a bunch of crap from "you people". Caller said that they had the device taken out of the pt's back today by a neurosurgeon. Caller said that hcp gave them the device that came out of the pt. Caller said that they wanted to sell the device back to mdt. Caller said that the pt had been through pain and suffering and got no support from medtronic whatsoever. Caller said that they paid medicare and this was nonsense. Caller said that their hcp should be disbarred as hcp was a crook. Caller said that hcp hurt the pt bad in the trial period and hcp laughed. Caller said that the pt was put on gabapentin. Caller said that the pt had brain fog and dementia from it. Caller said that hcp said t hat lawyers at mdt wouldn't do anything and that hcp had pulled out dozens of devices already since patients were not satisfied. Caller said that another person's spouse was there who had the mdt device pulled out and another company's device put in. Caller said that there must be recalls that the patients weren't getting notified of and that the ceo of mdt should be looked in to. Caller said that they would get a lawyer involved. Caller said that the pt had to lay up on their back for a couple days and that they had to pay for prescriptions today and antibiotics. Caller said that the device was a piece of junk and they wanted to know how could the FDA approve garbage like this. Caller said that they called a rep today and was told to call ps. Due to the caller being escalated, agent did not ask for any further information.

Manufacturer narrative:
Continuation of d10: product ID m995402a001 serial# (B)(6). Product type b3: event date is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis product ID# 97715; sn (B)(6) was returned for product analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient representative called back again regarding the issue in this case. Caller repeated the same grievances as documented in previous follow up notes and said they sent back the implantable neurostimulator (ins) , but hasn't heard from anyone about the results of the ins yet. Caller mentioned patient had seizures and caller thought they were going to die. Caller was very upset and repeated that the government and corporations and medtronic (mdt) and the ceo were crooked. Caller wanted to know about what was found regarding the ins and wanted to know what mdt was going to do about it and mentioned they had been talking with patient relations. Agent sent another email to patient relations.